Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalize due to low blood glucose. Customer's blood glucose was 22 mg/dl. The customer was admitted to the hospital and got a minimal information because she had to go back to work, unable to obtain more information, unable to transfer to dtc. Customer stated has not been wearing pump since she was hospitalized.